Manufacturer narrative:
Unit passed displacement test and selftest. Unit was monitored and no missing segment during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with partial display screen. The blood glucose was 4.2 mmol/l at the time of the incident. Customer advised to replace and discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.